Manufacturer narrative:
Initial.

Event description:
It was reported that the user participating in the ilet experience study stated the system ¿keeps me low all the time,¿ with recurrent readings in the 40s or ¿low¿ on the pump and correction with oral glucose tablets; the user was using a dexcom g7, and the medical device problem and device component were not specified. Symptoms included hypoglycemia with lethargy and diaphoresis. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information for clinical characterization, an unspecified device component, and no specific device problem identified, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.